Manufacturer narrative:
The pump was received with normal operating currents. No unexpected low battery alarms noted. The pump gave a motor error alarm during the occlusion test, and was unable to prime during the prime test due to a faulty force sensor. The pump had minor scratches on the display window, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and the battery life was shortened. Customer also reported that the insulin pump was cracked at the battery compartment. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.